Manufacturer narrative:
This event occurred in (B)(6). Device was requested for return but was not available.

Event description:
The customer complained of discrepant inr results for 1 patient from coagucheck xs plus meter serial number (B)(4) compared to the laboratory results. The result from the meter was 7.3 inr. A sample was collected for the laboratory at the same time. The result from the laboratory was 4.7 inr. There was no allegation of an adverse event. The suspect product was requested to be returned for investigation. Retention test strips (lot 304971) were tested in comparison to masterlot # 28632180 on internal reference meters. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material complies with specification. Extensive measurements have shown higher deviations for coaguchek values > 4.5 inr compared to a laboratory method. Therefore, the customer allegation has been substantiated. A product problem has been found for coaguchek values > 4.5 inr, which was the case in this complaint. This can be traced back to the calibration of the complained test strips to the who standard rtf/16. For measurements > 4.5 inr. The customer is advised to contact the physician and perform a measurement with a laboratory method. Roche diagnostics has issued a recall for this issue.